Event description:
Clinic notes were received for review. Clinic notes dated (B)(6) 2013 indicate that the patient has obstructive sleep apnea and the frequency on the vns was changed from 25hz to 20hz "since the patient has osa and higher frequencies may at times worsen the apnea episodes and therefore increase the frequency of seizures." The notes also mention that the patient's mother does not feel that the vns has been helpful at all. Clinic notes dated (B)(6) 2012 state that the patient's output and magnet current were increased to 1.25/30/500/30/5/.758/60/500 and the patient showed some signs of throat discomfort. Due to the discomfort, the patient's signal frequency and pulse width were decreased to 25hz/250usec and the patient was observed to tolerate this settings. The patient noted some vocal hoarseness with this but did not appear to have any throat discomfort. Clinic notes dated (B)(6) 2011 indicate that the patient was last seen on (B)(6) 2011 and the vns settings were increased at that visit and the patient had success with abortion of seizures or shortening of seizure by swiping the vns magnet. However, at this visit, the patient's seizures have become harder and longer, however, the frequency of his seizures have decreased slightly. The patient however has had his keppra xr changed to a generic form. This occurred on saturday, and on sunday, he had a 2-minute seizure, and on monday, he also had a 2 minute seizure. The patient was continued on the same vagus nerve stimulator settings. It was noted that the patient is tolerating these settings; however, his seizures have gotten somewhat harder and longer although their frequency has slightly improved. On (B)(6) 2016 the physician's office reported that the patient's CPAP was reported to have been used prior to the placement of the vns. It was reported that keppra was also increased after the increase in seizures. The seizures were not indicated in the notes to have been related to the vns. The lack of efficacy was also stated to likely be due to the patient's history and disease state and that he was not a responder to the therapy. The physician later reported that diagnostics were normal at 2713ohms and that the patient's change in seizure pattern was an increased in intensity and length but an improvement in frequency. The patient was changed from a CPAP to autopap on (B)(6) 2011. The physician believes the obstructive sleep apnea is unrelated to vns. The change in seizure pattern is partially related to vns as the patient also had been changed to generic form of keppra xr during this time. There was no contributory programming changes. The physician believes that the vns improved the frequency of the patient's seizures.